Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft failed to pass the verification check to enter the reaming page and off by 2mm. The surgeon switched to using an offset reamer and the same error occurred. The case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft failed to pass the verification check to enter the reaming page and off by 2mm. The surgeon switched to using an offset reamer and the same error occurred. The case was successful and there was no harm to the patient.